Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The lot number was not provided. Multiple requests for additional information and device return were unsuccessful. Without the lot number a review of the manufacture records is not possible. Without an evaluation of the device a root cause cannot be determined. No investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complained device was received after the complaint was originally closed, as it was shipped to the distributor instead of to medcomp as instructed. The complaint was re-opened for further investigation. Visual inspection confirmed the complaint as the lumen has a tear just below the hub. The tear is approximately 1 cm in length with the edges flaring out. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacture processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. A definitive root cause cannot be determined. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) contains the following warnings, precautions, and statements: small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not flush against resistance. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Placed the PICC a few days prior to the reported event. Call from the picu with the concern that the line was leaking. The patient's arm was swollen and the PICC was not aspirating. The PICC was assessed it, and experienced air upon aspiration from the hubs. The line was removed by the nurse and noted to have significant compromise.